Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and intermittently experienced a 'fluttering' sensation in their chest at specific times. The implantable pulse generator (ipg) was reprogrammed to turn off the atrial lead position check feature and capture management. It was also reported that the ipg later presented with a full power on reset (por) after multiple partial resets had occurred. The ipg was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead exhibited oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.